Event description:
It was reported that the patient experienced a return of pain and loss of stimulation with the implantable neurostimulator 97715 intellis sensor us emanual and two lead 977a275 vectris mrics compact devices. High impedance was observed on all electrodes, with values between 20 ,000 and 40,000. Impedance checks were conducted as part of troubleshooting. A device revision was performed, which included the successful replacement of the leads and the implantable neurostimulator. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 14-dec-2025, UDI#: (B)(4); product ID: 9 77a275, serial/lot #: (B)(6), ubd: 14-dec-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.